Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified proximal to distal left circumflex (lcx) artery. Rotablation was performed using a 1.25 mm rota. Dilatation was performed with a 2.55 mm non-bsc balloon and a 2.5 mm x 33 mm non-bsc stent was implanted afterwards. An opticross¿ imaging catheter was advanced to visualize the inside of the stent; however it got stuck inside the stent. A microcatheter was advanced to release the imaging catheter from the stent. Stent post-dilatation was performed using a 2.5 mm x 15 mm balloon catheter. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified proximal to distal left circumflex (lcx) artery. Rotablation was performed using a 1.25mm rota. Dilatation was performed with a 2.55mm non-bsc balloon and a 2.5mmx33mm non-bsc stent was implanted afterwards. An opticross¿ imaging catheter was advanced to visualize the inside of the stent; however it got stuck inside the stent. A microcatheter was advanced to release the imaging catheter from the stent. Stent post-dilatation was performed using a 2.5mmx15mm balloon catheter. The procedure was completed with a non-bsc device. No patient complications were reported.